Event description:
It was reported that, during mechanical ventilation (puritan-bennett 7200) of a ventilator-dependent patient in a long-term care facility, the attending therapist noticed that the patient had become agitated. The patient was then removed from the mechanical ventilator, and an attempt was made to manually ventilate the patient through the device. No air could be moved, until the therapist removed the device from the manual ventilator. Evaluation of the patient determined the she had developed a pneumothorax. The patient originally had been transferred from another hospital to this long-term care facility, due to failure to wean from a ventilator. Prior to the event there were no changes recorded in the patient's expiratory tidal volume of 500-530 ml. The device involved had been installed >24 hours previous to the event (sop at this facility is to change-out the device after 48 hours of service). The patient had been receiving nebulized medications q4. Peak inspiratory pressure was in the range 10-16 cm h2o pre and post-nebulization. The timing of the nebulization of medication was continuous, not phased. The reporter indicated that practice has been to leave the device in the breathing circuit during nebulization. The facility's medical director indicated that increments in flow resistance in these devices were typically gradual. The occlusion of the hmef in this event was rapid.

Manufacturer narrative:
H3: device evaluation begun, but not yet completed.